Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they felt the device was not working properly because they were leaking urine all the time and it never really worked. The issue has been going on since implant. Patient also reported there are times they stand up and felt like their bladder emptied and times where they got to the toilet and cannot urinate and experience retention. Patient also reported that stimulation sensation felt like pressure at times and could be uncomfortable. Reviewed therapy information and general programming guidance. Patient changed programs and adjusted amplitude to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms.